Event description:
It was reported by service report that the customer alleged that the zoom speed was excessively fast; however, stryker technician could not duplicate the event. The unit met and performed to specifications. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Replaced pcb assembly, local cell and comm cable as precautionary. Stryker technician could not duplicate the event. The unit met and performed to specifications.